Manufacturer narrative:
The device was reprogrammed to a higher lv output and the lead will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this lead was surgically abandoned and replaced due to the ongoing issue of high pacing thresholds due to a dislodgement. No adverse patient effects other than the additional procedure were reported.

Event description:
Boston scientific received information that during a routine follow up, diagnostic imaging revealed that this left ventricular (lv) lead had pulled back. Subsequently, the lead exhibited increased threshold measurements. No adverse patient effects were reported.